Event description:
During a lap colon procedure, the devices's articulating portion of the distal end of the blade fell off intraop. Removed separated part, opened new instrument and completed case without further incident. There was no reported patient consequence.